Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 events where infusion sets tubing detached from connector on (B)(6)2024 and (B)(6)2024. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-29086 - device 2 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Correction: this MDR is being submitted to correct the submitted part description under d2, model number, serial number, expiration date and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary the reference samples for the lot 6005954 have already been previously tested. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (static pull test) 1 according to wi-002688 version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005954 was manufactured according to the wi version 111 manufactured in the line 1101/inset 9, on 09/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 23/jan/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005954 and another complaint have been registered in database for the same lot 6005954 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.